Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 12/07/2016 ¿ correction to serial #.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the pump's black box had no evidence of pump reboot events. The battery cap was able to securely fit to the pump and maintain power. The alleged power issue could not be duplicated.